Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
A software flashcard was received by the MFR to upload data in the programming history database. During the upload, a sql error was received. An analysis was performed on the returned flashcard and the cause for the reported complaint is associated with a corrupt database. The analysis could not determine the initial cause of the database corruption, but it is most likely associated with the returned flashcard. The flashcard is an 8-headed flashcard. No further anomalies associated with flashcard software or databases were identified during the flashcard analysis.